Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-26112018-0000253440 submitted for adverse event which occurred on (B)(6) 2013. Mwr-12122018-0000273859 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) /2017 due to recurrent hernia and adhesion. No additional information was provided.